Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a decision was made to post dilate the valve with a 26 non-medtronic balloon. At the moment the balloon was deflated, the valve dislodged out of the annulus. The valve was snared above the coronaries and a second valve was successfully implanted. Of note, the implantation was performed without computed tomography (CT) due to renal dysfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reporting that the post implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The image review confirmed the initial valve in a good position of 3 millimeter (mm) below the non-coronary cusp when deployed to 80%. No contrast filled images were provided of the initial valve¿s position after being fully deployed. A video was reviewed of a post implant balloon dilatation. This showed the valve migrating toward the aortic position out of the annulus with the full balloon inflation. Another image was provided that confirmed the valve had migrated above the basal annular planar with the inflow now located in the mid sinus of valsalva (sov) space. A subsequent image confirms a second valve having been deployed to 80% at a depth of 5-6 mm below the non-coronary cusp. The image also showed a snare still attached to the initial valve that was now positioned in the mid portion of the ascending aorta. A final video shows space between the inflow of the initial valve (now positioned in the mid ascending aorta) and the outflow of the 2nd valve. A contrast injection confirmed the placement of the 2nd valve positioned approximately 6 mm below the non-coronary cusp. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The valve¿s implant depth was at the instructions for use (IFU) -recommended target depth of 3 mm per the image review. The post-implant bav may have been a contributing cause to the dislodgement, as the image review showed the migration occurring after full balloon inflation. Dislodge events are typically not related to a device malfunction. Review of the device history record (DHR) for this device found it was built to specification and met all final inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.